Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6 h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed including gravity testing in the laboratory, and it was noted that the set was blocked at level of burette chamber. The reported condition was verified. The cause of the reported condition was determined to be defective raw material used during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol IV solution administration set would not flow during priming with normal saline. There was no patient involvement. No additional information is available.